Event description:
This case was reported via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6)2017. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("one insert migrated into uterine cervix, it was upside down in uterine cervix") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2008, the patient started essure. On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and clinically significant/intervention required), adenomyosis ("adenomyosis"), menorrhagia ("abundant/haemorrhagic irregular menstrual periods after placement"), menstruation irregular ("abundant/haemorrhagic irregular menstrual periods after placement"), anaemia ("anaemia"), memory impairment ("disturbances of memory") and speech disorder ("disturbances of speech"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the device expulsion, adenomyosis, menorrhagia, menstruation irregular, anaemia, memory impairment and speech disorder outcome was unknown. The reporter provided no causality assessment for device expulsion, adenomyosis, menorrhagia, menstruation irregular, anaemia, memory impairment and speech disorder with essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that one insert migrated into uterine cervix, it was upside down in uterine cervix. A total hysterectomy, bilateral salpingectomy was performed. This event, considered as partial expulsion of device, is regarded as anticipated according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this case, the exact date and mechanism of partial expulsion of device are not known. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that one insert migrated into uterine cervix, it was upside down in uterine cervix. A total hysterectomy, bilateral salpingectomy was performed. This event, considered as partial expulsion of device, is regarded as anticipated according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this case, the exact date and mechanism of partial expulsion of device are not known. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis resulted in an unconfirmed quality defect, as lot number and complaint sample were not available. No further information will be available, because health authority does not allow active follow-up.